Event description:
The customer claimed that the cutting wire of an acucise catheter broke during the procedure. The case surgeon cut off the end of the catheter, inserted a sheath over the catheter and removed both pieces of the catheter and sheath simultaneously. No pt injury reported.